Event description:
1) successful transcatheter aortic valve replacement with a 29 mm pericardial valve.sheath inserted into the arteriotomy with the delivery of the sheath, resistance was met. It was withdrawn and upon removal the sheath had separated slightly at the midline region.a second sheath was inserted, at the time of removal significant bleeding - requiring the patient to have an open vascular surgery procedure to repair the artery - patient tolerated procedure without further complications.